Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient reported they slipped and fell on (B)(6) 2025 and felt something move. Patient said they don't know if its working or not. Patient mentioned they would like to increase their stimulation. Agent reviewed role of patient services and redirected patient to their healthcare provider to further address the issue. Patient disconnected the call before follow up questions. Patient called back on (B)(6) 2025 and reported that since saturday their symptoms came back. Reviewed therapy information and general programming guidance. With instruction patient connected to implant and increased the stimulation to a comfortable level, from 3.0 to 3.7 in program 7. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Redirect to doctor if issue persists. Patient mentioned they will see their healthcare provider on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient states not being able to have time to get out of wheel chair and make it to the bathroom and also feels like they are wetting more. Patient states not being able to make setting changes by themselves , cant reach it in the back and need a second person to help. Patient states living alone. Patient states the incision just stopped bleeding today . Patient states the incision got infected and it cleared up enough to finish taking the antibiotics. Patient states feeling needles and decreased settings last week , they think to about 2.0 and is feeling ok except not being able to make it to the bathroom. Agent was not sure how to help patient since they said they can't make adjustments on their own. The patient hung up on agent.